Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics and motor. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify numbers count up anomaly due to blank display. Pump received with cracked display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers counting on the screen then disappearing after exposure to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.